Event description:
It was reported by service report that the bed cable connector will not stay plugged in and the screws were broken off of the screw jacks on the connector causing no nurse call. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable connector jack screw.